Manufacturer narrative:
(B)(6).

Event description:
On june 18, 2026, during an inspection in the medical equipment (me) room, a customer reported a device malfunction on a v60 ventilator involving an unspecified "check vent" alarm. There was no patient involvement, no reported delay in therapy, and no patient or user harm occurred as the device remained operational during the event. Following an initial good faith effort (gfe) response, the device was received at the repair center on july 1, 2026, where a review of the event log confirmed a single, reproducible error code 1102 for a "primary alarm failed" event. Technical evaluation determined that speaker #2 on the power management (pm) printed circuit board assembly (pcba) and the central processing unit (cpu) pcba require replacement. Consequentially, a repair quote detailing these required parts was generated and sent to the customer for approval, with an expiration date of august 13, 2026.